Event description:
It was reported that the pt had a great intrathecal baclofen trial. Following pump implant the physician was unable to manage the pt's spasticity. The pump was determined to be part of the suspect population for missing propellant. The pt's pump was replaced. The pt recovered without sequela. The pt's pump contained baclofen ( concentration and dose were not reported.)

Manufacturer narrative:
The serial number is included in the range for the synchromed ii missing propellant recall physician communication (dated 2008). Missing propellant has not been verified in this pump.